Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04303 and 3005099803-2009-04304 for the other associated device information. It was reported to boston scientific corporation that a spyscope access and delivery catheter, a spyglass direct visualization probe and spybite biopsy forceps were used during a spyglass procedure performed in 2007. According to the complainant, during the procedure, two stones were visualized in the cbd and a laser lithotripter was used to successfully break-up the stones. Each stone was subsequently removed from the cbd. Seventeen days post procedure, the patient experienced moderate cholecystitis which required 11 days of hospitalization. Additionally, the patient underwent a cholecystectomy twenty four days later, which helped the patient to recover from the cholecystitis.

Manufacturer narrative:
(Cholecystitis). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.